Event description:
A facility reported that the surgeons felt that mayfield composite series skull clamp (a3059) was shifting when beginning to operate due to the locking mechanism. However, upon inspection, the lock was fully engaged, and the pressure setting was between the recommended setting 3-4 and did not change during positioning/intra-operatively.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is not confirmed as slippage could not be duplicated. When the clamp was properly positioned and put under pressure, there was no movement in the unit. Additionally, unit was measured at 40, 60 and 80 ft lbs, and there was no movement. The unit does not require any repair and will be returned to the customer as is. Root cause analysis - the complaint is not confirmed as the unit passed all specific functional testing and does not need any repairs at this time. However, improper or suboptimal positioning of the skull clamp can contribute to movement or slippage of the clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.